Manufacturer narrative:
Device eval: three used suspect devices were returned for evaluation. Upon visual inspection the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Method: device history record was reviewed, complaint data base was reviewed.

Event description:
The rotator broke during injection. The customer reported this happened three times. The injector was set to 900 psi on all three attempts. No harm or injury was reported. This is one of three reports for this event: 1721504-2011-00068, 1721504-2011-00069.